Event description:
It was reported that the patient was scheduled for a repositioning of the pump due to erosion. During the surgery, the 2 piece catheter was disconnected at the pin and no csf was noted to flow from it. The surgeon pulled back on the catheter a short distance and flow was then noted. In an attempt to reposition the catheter using a stylet, the catheter was sheared and so the entire catheter was replaced. The pump was also replaced at this time.